Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed bubbles in the rbc (red blood cell) dispenser. The fse replaced the rbc dispenser resolving the issue. While onsite, the fse found vl4 and vl9 leaking air. The fse replaced the two solenoids resolving the issue. (B)(4).

Event description:
Customer reported the results obtained for the quality control samples (5c cell control) were not within established specifications when using the coulter lh 750 hematology analyzer. The instrument generated an error condition of "backwash tank not full." A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse identified bubbles in the rbc (red blood cell) dispenser. The fse also found additional problems with air leaking from pinch valves, vl4 and vl9. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.